Event description:
It was reported that a patient extension line leaked. This was observed during use of the device for peritoneal dialysis therapy. During inspection, the leak was found at the extension line connection to the patient line. There was a loose connection. Renal therapy services assisted the patient in ending the therapy and removing the set. The patient was advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.